Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed as no lot number was provided. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00209, 3008452825-2019-00210, 3008452825-2019-00212, 3008452825-2019-00213. Following an atrial fibrillation procedure, a pericardial effusion was observed. The patient was externally cardioverted to restore sinus rhythm and afterwards became hypotensive. Ultrasound imaging revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.